Event description:
The customer stated that he was hospitalized for low blood glucose levels with a reading of 59 mg/dl. The customer stated that he was in a coma. The customer stated that prior to the event, he gave himself a manual injection of 35 units to treat his blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.